Manufacturer narrative:
Event date was sometime in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of two (2) homechoice cassettes during priming. The exact source of leakage was not identified; however, leakage was observed on the blue case of the cassette where all the tubing lies. The patient replaced the cassettes and successfully completed therapy with the third cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.